Manufacturer narrative:
The customer's meter ((B) (4)) was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter memory at the time of the reported medical event.

Event description:
A customer reported they received an adc meter reading of 200mg/dl. They reportedly experienced shivers and self treated with their normal oral diabetic medication. The report then stated after 3 hours a witness called an ambulance. Upon arrival, an hcp meter reading of 40mg/dl was obtained. The reported readings were not obtained within 10 minutes of one another. Although no serious adverse event and no diagnosis or further treatment were reported, the report stated the customer was transported to a health care facility and admitted for 2 weeks to stabilize his glucose levels. Attempts have been made to contact the customer to clarify the medical event and treatment received. There was no report of death or permanent impairment associated with this report.